Event description:
Patient reported left side "droop," "different in appearance," and "rupture." Device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "droop," "different in appearance," and "rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, g2, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles in the shell and yellow biological tissue. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the anterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional additionally reported ¿biocell replacements¿ for the both sides. Record relates to the left side.